Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion, paralysis, renal complications); patient's condition affected effectiveness of device (blood clotting disorder). Conclusion: known inherent risk of procedure (stent graft occlusion, paralysis, renal complications); device failure related to patient condition (blood clotting disorder).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient came in for a follow up appointment two weeks post implant. The patient was feeling tired and constipated. The physician called in a prescription and the patient went downstairs to pick it up. While getting the medication the patient's legs went numb and the patient was emergently taken to the ER. A CT was performed and noted that there was an occlusion. An embolectomy was performed throughout the stent grafts to remove clot and thrombus. The stent grafts were ballooned and the procedure was complete. The next day the patient had a cold right leg and the left leg was warm. Blood work was ordered and found that the patient has a rare blood clot disorder (lupus coagulant disorder, positive pro-thrombin factor to mutation). The patient is currently experiencing paraplegia and is on dialysis.